Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: ap3a.240905.015.a2.g991usqsjhzaa. Hardware: sm-g991u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The spouse reported that the patient applied a new pod to the back and wore the device for between 4 to 24 hours prior to seeking medical attention. Following pod application and food intake, glucose levels began to rise and continued to increase despite multiple bolus and corrective insulin attempts. The system did not enter automated mode overnight, and glucose values remained around 380 mg/dl despite continued corrective boluses, including a manual bolus based on estimated protein intake. As glucose levels continued to rise, physical activity was attempted in an effort to lower glucose levels; however, the patient became increasingly light-headed and unwell during the activity. Symptoms progressed to light-headedness, inability to stand, and significant leg cramping, prompting hospital evaluation. Medical attention was sought on the morning of (B)(6) 2026. Upon arrival at the hospital, glucose levels were reported to be as high as 438 mg/dl. The patient was informed that very high acid levels were present in the blood as a result of prolonged hyperglycemia, which medical staff described as ketosis or acid buildup. The patient remained hospitalized for approximately 24 hours. Hospital treatment included removal of both the sensor and the pod to allow medical staff to administer insulin independently. The patient received intravenous (IV) fluids, underwent an electrocardiogram (EKG) to assess cardiac stability, and received a chest x-ray due to reported chest discomfort; results of both tests were normal. The patient was then placed on an IV insulin drip. Approximately 12 hours later, glucose levels decreased to 70 mg/dl, at which point IV insulin therapy was discontinued. The patient remained hospitalized overnight for monitoring and was discharged on (B)(6) 2026. At the hospital, the spouse removed the pod and observed that the adhesive was lifting from the skin. The spouse stated that the cannula appeared to have initially inserted correctly but expressed concern that adhesive failure may have caused the cannula to dislodge, preventing effective insulin delivery. Plans were reported to apply a new sensor and a new pod following discharge.

Manufacturer narrative:
No damages were observed that would result in a dislodged or unsure properly inserted cannula, the cause of which could not be determined. No defects were observed on the adhesive pad or its welds that would result in the reported adhesive failure, the cause of which could not be determined.